Event description:
The complainant reported that the adhesive remained tacky and not dry after waiting approximately five (5) minutes following application. It was noted that the appropriate steps were followed during the procedure.

Manufacturer narrative:
A lot code and UDI code were provided. These were used to identify samples from the same lot and those samples were submitted for qc testing. The results will be analyzed and it will be determined if corrective action is needed.